Manufacturer narrative:
Na

Event description:
At a t2 humeral nail operation, locking screw could not be inserted into the medial cortical bone after drilling because the pt was young with hard bone according to the surgeon. The surgeon used other screw inserted into other hole.